Event description:
The report received indicated that the physician delivered the device to the distal rca and it ruptured at nominal inflation pressure. The physician reported that there was also air embolism. An aspiration catheter was used then a quantum 3.50 x 8 mm was delivered and dilated the stent in the distal rca. The pt is doing well. There was no difficulty removing the product from the hoop and no kinks or other damages noted prior to inserting the product into the pt. The device prepped normally. Omnipaque 50% 2:1 contrast was used with a boston scientific encore 26 indeflator. The same indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter.

Manufacturer narrative:
Please note that this device is not available for testing and eval. Add'l info is pending, and will be submitted within 30 days upon receipt.